Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device has not been returned for evaluation at this time and will not be available for evaluation. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact contacted technical services on (B)(6) 2015 stating the patient had peritonitis. Follow-up was made with the pdr patient's clinic registered nurse (rn), who stated the patient began reporting cloudy effluent and abdominal pain on (B)(6) 2015 and was requested to come into the clinic on (B)(6) 2015 for fluid culture. Per pdrn the patient was diagnosed with an episode of gram positive bacilli peritonitis on (B)(6) 2015. Per pdrn the patient practiced aseptic technique when completing peritoneal dialysis treatments and it was unknown what attributed to the infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. The nurse stated the patient was not hospitalized for the episodes of peritonitis and initially treated with antibiotics in-center and continued antibiotic medication in-home. As of (B)(6) 2015, the signs and symptoms of peritonitis had resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.